Manufacturer narrative:
H.6. Investigation summary: one injector in its original unopened package was returned to our quality engineer for evaluation. The product was visually inspected, no defects or damage was identified. Testing was completed, engaging and disengaging the injector and a sample connector from lot: 1904103. In all cases the product functioned as intended and the failure could not be replicated. Four retained injector samples of the same lot were used for additional evaluation. The same testing was performed, engaging and disengaging the device from sample connectors and again the product functioned properly in all units observed. A device history review was performed for lot 1906101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. CAPA: 1186628 has been opened to document the investigation regarding injector/connector separation failure mode. Complaints will continue to be monitored for trends. H3 other text : see section h.10.

Event description:
It was reported that separation occurred with a bd phaseal optima injector (n35-o). The following information was provided by the initial reporter. "Primary line was running on inpatient adult oncology unit. It was a "three combo" includes doxorubicin, vincristine and etoposide and used an anti siphon valve. It was hung at 1:30 am on (B)(6) and disconnected last night (B)(6) at/around 7:30pm. After shift change, nurse discovered the patient had the two pieces in his hand. Patient stated they came apart. Nurse put them back together. Stated she heard them click, it "popped apart" nurse then tried to flush it, it "popped apart" again. Nurse then retrieved two new connectors and it has worked fine since. I have been made aware that on the primary IV set, at the distal end they are using a antin siphon valve and then have the injector connected to it. Using it for outgassing purposes." Customer experienced additional disconnections which have been captured in 4 other complaints. It was noted by the customer and sales rep that there was a common factor between these instances, ¿she did mention that this patient has a port and that the previous incident of disconnect that occurred on (B)(6) that patient had a port as well given the same drug, three combo w/etoposide.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with a bd phaseal optima injector (n35-o). The following information was provided by the initial reporter, "primary line was running on inpatient adult oncology unit. It was a "three combo" includes doxorubicin, vincristine and etoposide and used an anti siphon valve. It was hung at 1:30 am on 8/20 and disconnected last night 8/21 at/around 7:30pm. After shift change-nurse discovered the patient had the two pieces in his hand. Patient stated they came apart. Nurse-put them back together...stated she heard them click-- it "popped apart" nurse then tried to flush it---it "popped apart" again. Nurse then retrieved two new connectors and it has worked fine since. I have been made aware that on the primary IV set, at the distal end they are using a antin siphon valve and then have the injector connected to it. Using it for outgassing purposes." Customer experienced additional disconnections which have been captured in 4 other complaints. It was noted by the customer and sales rep that there was a common factor between these instances, ¿she did mention that this patient has a port..... And that the previous incident of disconnect that occurred on 8/22---that patient had a port as well...given the same drug--three combo w/etoposide.¿

Event description:
It was reported that separation occurred with a bd phaseal optima injector (n35-o). The following information was provided by the initial reporter, "primary line was running on inpatient adult oncology unit. It was a "three combo" includes doxorubicin, vincristine and etoposide and used an anti siphon valve. It was hung at 1:30 am on 8/20 and disconnected last night 8/21 at/around 7:30pm. After shift change-nurse discovered the patient had the two pieces in his hand. Patient stated they came apart. Nurse-put them back together... Stated she heard them click- it "popped apart" nurse then tried to flush it - it "popped apart" again. Nurse then retrieved two new connectors and it has worked fine since. I have been made aware that on the primary IV set, at the distal end they are using a antin siphon valve and then have the injector connected to it. Using it for outgassing purposes." Customer experienced additional disconnections which have been captured in 4 other complaints. It was noted by the customer and sales rep that there was a common factor between these instances, ¿she did mention that this patient has a port..... And that the previous incident of disconnect that occurred on 8/22---that patient had a port as well...given the same drug--three combo w/etoposide.¿

Manufacturer narrative:
The changes are as follows: a.2 age at time of event: 34, age unit: year (> = 3 years), a.3. Sex: male, a.4 weight: 59, a.4 weight unit: kilograms. H3 other text : see. H.10.